Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. It is not clear when the alleged issue began. On (B)(6) 2012 at 1217am, the patient reported a blood glucose result of "335 mg/dl" with the subject meter. The patient manages her diabetes with insulin (type/ amount not specified). Prior to testing, the patient claims she felt symptoms of shaky and really sick to her stomach. The patient reportedly drank water as treatment before going back to bed. A couple hours prior to her reported symptoms, the patient reportedly administered self "a high dosage of insulin." It is not known what the patient's blood glucose result read at that time. The patient denied testing on another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because, the patient may have obtained an inaccurate high reading on the subject meter, administered a "high dosage of insulin" based on the result, and reportedly developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved with this complaint has been returned but not yet evaluated by lifescan product analysis. Lfs will evaluate it and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.